Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s inpen application was not recording the exact doses dialed on the inpen. The customer reported no adverse event. The event involved product mmt-105nnpkna. Troubleshooting was performed and found that the intended dose amount and dose amount recorded in the inpen application was greater than 1.0 unit. Instructed the customer to revert to backup plan as per health care professional instructions. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Tick mark does not align in the gage window when dialing to desirable doses. Inpen passed front cap investigation. In conclusion: unable to verify customer's complaint for dose log/report data inaccuracy due to missing injection foot. Dose log/report data inaccuracy could not be confirmed. No insulin is dispensed when the injection/dose button is pushed, missing injection foot was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.